Event description:
A consumer posted on a social media website that following intraocular lens (iol) implant surgery, he/she is experiencing difficulty with night vision, glare and blurred vision. There was no contact information provided; therefore, follow-up could not be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. There was no contact information provided; therefore, follow-up could not be conducted. (B)(4).